Event description:
A us distributor contacted zoll to report that a patient developed a open wound rash under the lifevest equipment. Patient described the area as rash under the te pads that has the skin oozing and itching. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed a gold bond cream for the open wound rash. Follow up indicated that the open wound rash improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.